Manufacturer narrative:
Abstract citation: pritchard, paul, and p. Lajeunesse. "Psychogenic non-epileptic seizures: contraindications to the vagus nerve stimulator?" Epilepsia (abst. 1.137), 2008. Conclusion: vns should be considered with caution in pts who have a combination of cps and pnes, particularly women.

Event description:
The reporter indicated in an abstract of an unpublished article that a vns pt's seizures had become more frequent with vns therapy, and that the event eventually led to device removal. The relationship between the pt's seizure increase and vns therapy is unk.